Event description:
It was reported that the patient had started having pelvic pain and spasms about a couple of months prior to the report. Her symptoms changed the past couple of months and she experienced a little leakage. It was also noted that the patient experienced a loss of therapeutic effect. She had also had bad stomach pain but was unsure when it started. The patient reportedly slipped and fell a couple of weeks prior to the report. On friday, the patient could not go to the bathroom. She increased stimulation and was able to go to the bathroom but was having pain and was ¿ready to go in for a catheter.¿ on the day of the report, the patient reportedly felt pain in the back of her head, going down her leg and spine when she turned stimulation up. She didn¿t know if it was her body, but it was starting to make her shake. The patient was unsure if the pain was caused by anxiety. At the time of the report the patient saw the poor communication screen and her setting was at 2.2v. It was later reported that the patient had turned off her device. She was not voiding and the area of the implant hurt. The patient received assistance from her healthcare provider (hcp) or manufacturer¿s representative on (B)(6) 2013 but was still having concerns regarding device or therapy.

Manufacturer narrative:
Concomitant product(s): product ID: 3037, serial# concomitant product(s), product type programmer, patient. Product ID: 3889-28, lot# v514032, implanted: (B)(6) 2010, product type: lead. (B)(4).